Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, concentric, 99% stenosed, mid to distal circumflex artery, the guide wire was positioned and intravascular ultrasound (ivus) was performed. Direct stenting with a 3.0 x 23 mm xience v stent delivery system (sds) was attempted but it would not cross the lesion. The device was removed from the anatomy and a non-abbott balloon dilatation catheter (bdc) was used for predilatation of the lesion at 24 atmosphere (atm). The xience v sds was again advanced and crossed the lesion, however, during the third inflation attempt the balloon ruptured at 16 atm. There was no reported adverse patient effect. A non-abbott bdc was used for post-dilatation and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Guide wire: runthrough, sion. Guide cath: mach 1 fl3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) instructs: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, it was reported that the device was withdrawn from the anatomy and reinserted. It should be noted that the IFU states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.